Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, description of event or problem, device identification, concomitant medical products, initial reporter name and address, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes and additional narrative. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the cutter hold on a mesher was damaged on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the pretests could not be performed due to a damaged comb and that the bottom roller and gear were worn. Further evaluation on the device noted that the sideplates were worn and that the shoulder bolts, washers, nuts and the ratchet gear, pin, and spring were to be replaced. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the comb, roller, roller gear, ratchet gear, shoulder bolt, washer, nut, pin, spring, and side plates. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source: foreign: (B)(6).

Event description:
It was reported that the device cutter hold bent at the end. The event occurred during decontamination/sterile processing. Subsequently this caused no patient harm and there was no delay. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.